Event description:
It was reported by the pt that following a coronary artery drug eluting stenting treatment procedure, constant angina was noticed. The pt has an unk size taxus express2 implanted to treat an unspecified lesion. Following implant, the pt reports "I have angina all the time" which is further described as a general chest discomfort. The pt also reports that his "blood pressure has gone up and down" since having the stent implanted. Multiple attempts to request add'l info from the pt's physician have been made; however, no info has been rec'd.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.